Event description:
It was reported that (1) hptuv was used during a unknown procedure. It was reported by the affiliate that the hand piece did not function. The hosp did not know if the device had fell. Opened another device to complete the case. There was no consequence to pt.